Event description:
It was reported that atrial tachycardia/fibrillation episodes from (B)(6) 2024 were determined to be far field r wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were made to decrease sensitivity on the atrial channel. The patient was stable.